Manufacturer narrative:
Device evaluation: the product was discarded by the customer. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon tried to advance the intraocular lens (iol), it came through the side of the plunger. During follow-up with the customer, it was found that the sidewall of the cartridge tip split when the surgeon advanced the plunger on the injector as usual. The regular procedures were followed for preparing the device. The tip of the cartridge touched the eye but the iol could not advance beyond the split in the cartridge tip. No additional information was provided to abbott medical optics. The customer reported experiencing this event three times. This report represents the first of three reports.